Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was broke. The following information was received by the initial reporter with the following verbatim: other reported issues with the smartsite breaking off into the syringe. The site came completely off when the syringe was disconnected.